Event description:
The pt experienced burning sensation at the ipg site when the stimulator was on. Movement caused stimulation changes. Impedance measurements were normal. The healthcare provider reported that the pt experienced a new pain. An x-ray showed the left s3 lead was in an incorrect location. The lead and extension were replaced. The pt recovered without sequelae.